Event description:
It has been reported to philips that the system will not boot up. The device was not in clinical use. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. Review of the system log file showed that the x-ray pc was not reachable and the system had malfunctioned. The fse reloaded the system software. After reloading the software, the issue got resolved and the system returned to use in good working order. The codes were updated based on the investigation outcome.